Event description:
Advanced bionics made aware that the patient was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.